Event description:
In 2008, a customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarm that appeared on the home choice (hc) unit during drain 4 of 4. The technical service representative (tsr) had the home pt (hp) recycle the power and cleared the alarms. The hp discarded the supplies and finished therapy using manual supplies. There was no obvious cause of the alarm seen during troubleshooting. The hp called the nurse regarding the alarm. The hp's nurse contacted global pharmacovigilance on 10-13-2008 to report the home pt getting peritonitis. The pt was in the hospital for five days from two days after original date. The home pt presented with abdominal pain, fever and cloudy effluent. The leucocytes were 1500. There was no growth from the culture. There was no exit site or tunnel infection. The nurse further stated that therapies are currently going well for the pt.

Manufacturer narrative:
The home pt discarded the sample.